Event description:
Customer reported via phone call, she was laying down and the device started to alarm battery out limit. She replaced the battery and now the device is not turning back on. Customer's blood glucose was 328 mg/dl. Troubleshooting was performed for blank display and it was found the device is exposed to swear as she wears it in her bra. The display returned once the customer cleaned the battery compartment and its components, and inserted a new battery. Self -test was performed on the device and it passed. A new battery cap was sent to the customer to rule out issues with it. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.